Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead tip could not be lifted after several attempts in the right atrium to cross the tricuspid valve. A new guidewire with more hardness was attempted to be used, but the lead would still not pass through the tricuspid valve. The lead was not used and a new lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.